Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the supera instruction for use (IFU) states: use this device prior to the, use by (expiration) date as specified on the device package label. Additionally, the IFU states: this device is intended for use by physicians trained in endovascular techniques. The investigation determined the reported complaint was user related. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. An expired 6.0 x 100 mm supera veritas self-expanding stent (ses) was inadvertently used in the patient. Reportedly, although the ses was successfully implanted in the patient, the physician was not certified to use the ses. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.